Event description:
It was reported that an IV container was changed after the previous bag appeared to infuse appropriately. Reportedly only the volume to be infused (vtbi) setting was changed on the pump. When the pump was restarted the solution in the IV tubing drip chamber appeared to be flowing rapidly. The infusion was immediately stopped and the pump was removed from pt use. No pt injury resulted. Another infusion pump was utilized to continue the IV therapy.